Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for post implant device check. Upon interrogation, malfunction of device and relaxation of battery were suspected. The device was explanted. There were no adverse consequences to the patient before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found. (B)(4) on initial manufacturing report 2017865-2017-06293.